Manufacturer narrative:
Device used for treatment not for diagnosis. Paul, o., barker, j., lane, j., helfet, d., lorich, d., (2012, march), functional and radiographic outcomes of intertrochanteric hip fractures treated with calcar reduction, compression, and trochanteric entry nailing, journal of orthopaedic trauma, 26, 148-154. This report is for an unknown trochanteric fixation nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: paul, o., barker, j., lane, j., helfet, d., lorich, d., (2012, march), functional and radiographic outcomes of intertrochanteric hip fractures treated with calcar reduction, compression, and trochanteric entry nailing, journal of orthopaedic trauma, 26, 148-154. Intertrochanteric hip fractures are an important cause of morbidity in the expanding elderly population of the united states. Up to fifty percent of these patients lose the ability to function independently and are unable to return to their pre-injury ambulatory levels. In this article, it was noted that shortening after intertrochanteric hip fracture with sliding constructs is an increasingly recognized problem thus, leading to a limb length discrepancy. Fifty-eight patients with intertrochanteric hip fractures were managed operatively from 2007 to 2008. The patients were treated with a trochanteric fixation nail by synthes. Patients were followed up with radiographs at six weeks, three months, six months, and one year postoperative. The author reported that one patient had a minimal screw penetration through the articular surface but remained asymptomatic at the one year follow-up and did not require a revision. There was no other device problems reported. There is not sufficient information to file multiple reports.